Event description:
Procedure: lobectomy. Reportedly, after the third firing, bleeding occurred from the staple line. The staple was not formed at all. Reinforced the area by re-anastomosis and manually sutured. No further pt injury reported.